Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter detachment is confirmed; however, the exact cause could not be determined. One assembled two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The connector was returned assembled and no catheter segments could be seen within the returned sample. A microscopic observation revealed no damage on the exterior of the connector. Once the connector was disassembled, a small amount of plastic deformation was observed on one of the latches of the proximal connector piece. No catheter segments or pieces were found within the distal connector piece or on the cannula of the proximal connector piece. The distal connector piece was bisected and the blue compression sleeve within was observed to be partially advanced into the tapered region of the internal locking mechanism. While a specific root cause of the apparent catheter detachment could not be determined from the evidence observed on the returned sample, possible causes include mis-assembly of the catheter and connector and/or excessive tensile force on the catheter once assembled. A lot history review (lhr) of recx2213 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found during catheterization that the connector 7812400 was not attached to the catheter firm, easily separated. The device was not used on a patient.